Event description:
The account alleged that the foot end caster brake pad is worn, will not adjust nor hold when in brake.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.